Manufacturer narrative:
G4: 19aug2020, b4: 10sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips that the device would shut off after it was powered on. The customer (biomed) reported that after the device was powered on, the blower comes on, and then the device shuts off. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The biomed stated that the unit shut down while performing the performance verification testing (pvt). The customer evaluated the device with assistance from a philips remote service engineer (rse). The biomed stated the extended self-test (est) was run and passed, and during the pvt testing is when the device shut down. The biomed stated the blower and blower motor had been replaced for 12kpm. The rse advised the biomed to put the old blower motor back on, and the biomed stated the device then remained powered on. The rse transferred the customer to the philips parts department to get a replacement blower. The rse followed up with the biomed on 26-aug-2020 who reported that the issue was resolved after the blower had been replaced.